Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), uterine perforation ('perforation (uterus)'), device dislocation ('migration') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included losartan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation-(B)(6) 2017 and salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia, back pain, general abnormal bleeding. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), perforation(uterus), she did not undergo essure confirmation test were added. Lot number added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), uterine perforation ('perforation (uterus)'), device dislocation ('migration') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included blood pressure high since (B)(6)2019, anxiety since 2008, depression since 2008 and uterine bleeding. Concomitant products included losartan. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation-(B)(6)2017 and salping. (Bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia, back pain, general abnormal bleeding. Lot number: b26272 manufacture date: 2013-04 expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: pfs received : onset date of the events added. Patient history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), uterine perforation ('perforation (uterus)'), device dislocation ('migration') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding. Concomitant products included losartan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation-(B)(6) 2017 and salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia, back pain, general abnormal bleeding. Lot number: b26272, manufacture date: 2013-04, expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia, back pain, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events:pelvic pain, abdominal pain, dyspareunia, back pain, general abnormal. Bleeding, psych injury, migration, perforation - fallopian tubes. Reporter information, date of birth, essure removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.